Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. The information provided in the section d1/d2 was incorrect with the initial report. The correct information has been provided with this report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized for hypoglycemia due to low blood glucose on (B)(6) 2017 at 8:30 pm with blood glucose of 21mg/dl. Customer stated that they had taken insulin for expected lunch and got pulled away and never took lunch, which caused them to experience low blood glucose. The customer was found passed out in their office before paramedics were called to assist the customer. The customer was treated with IV treatment and juice. The customer was not wearing the insulin pump during the hospitalization, but stated that it was off for less than 48 hours. Customer stated that everyone involved knew that the hypoglycemic event occurred because the customer bloused for a meal and then did not eat. The customer alleged that the basal delivery resumed after 2.5 hours without alerting the customer about the low blood glucose levels even though the sensor glucose value was still reading low. The customer did not return the product back for analysis